Event description:
The customer reported via phone call that the insulin pump alarmed motor error when the customer was trying to fill the cannula after she inserted the reservoir into the insulin pump. The customer's blood glucose was 68 mg/dl. She advised that she had eaten since then. She noted that she had received the motor error alarm in the past. The customer was able to complete the rewind sequence. She stated that the insulin pump had not been exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was unable to perform the occlusion and excessive no delivery tests due to the motor error alarm. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, cracked battery tube threads and cracked belt clip slot.